Event description:
Customer reported device = hi. Customer went to emergency room (ER). ER treated with IV's and drip insulin. Test strip and control information was not provided. A request was made for return product and replacement was sent.